Event description:
No motion in drb, one level plif l4, l5. Inaccurate placement of 2 of the 4 screws. L4r was superior but l4l was accurately placed. L5l was superior but l5r was accurately placed. Three checkmarks were received.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. As part of the evaluation, we analyzed the data for this case and discussed details with the reported. The drb was placed near the l5-r location, closer than usual. A rotation of the drb during the case caused the incorrect placements. The system correctly detected that the surveillance marker had moved relative to the drb and alerted the user. The impact of the rotation was less for l5-r screw, which was closer to the drb and was placed correctly. Additionally, the system sensed excessive skive force and correctly alerted the user. There was no malfunction of the system and existing mitigations proved to be effective. There was no impact to the patient. The cause of the reported issue was traced to user technique.